Manufacturer narrative:
Zimvie complaint number (B)(4). . H11: d10 - medical product - t3® pro tapered implant 4/3mm (d) x 11.5mm (l), catalog #: t3pt4311, lot #: 2120026802.

Event description:
It was reported that the implant at tooth site #unknown was removed due to a fractured screw inside. Screw in implant broke off as clinician was free handed screwing it tighter. Procedure completed using another implant.